Event description:
Canister leaked blood during the centrifugation, spraying blood inside of the centrifuge.

Manufacturer narrative:
Device was evaluated, and the o-ring was found to be rolled over caused by a manufacturing error.